Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's scs ipg cannot be located with the charger nor the patient programmer. Follow-up identified a sjm representative met with the patient and found the patient's scs ipg was inoperable. Reportedly, the patient has not recharged the ipg in approximately one year. Surgical intervention is planned for a later date to address the issue.